Event description:
Per the clinic, the patient underwent two surgical procedures, (B)(6) 2012 and (B)(6) 2012 to have excess skin excised due to skin overgrowth at the abutment site. On (B)(6) 2013, the site was treated with silver nitrate. Subsequently on (B)(6) 2014, the patient experienced a loss of osseointegration resulting in fixture loss. The device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available for analysis.